Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a perforation in the proximal left circumflex artery occurred during an interventional procedure. A jostent graftmaster otw 3.5 x 12 mm stent delivery system (sds) was advanced, but would not cross the perforation and was removed. Another jostent graftmaster otw 4.0 x 16 mm sds was advanced, but did not cross the perforation either and was removed. A jostent graftmaster otw 3.0 x 12 mm stent was used successfully to treat the perforation. There was no adverse patient sequela and no prolonged hospitalization reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster 4.0 x 16 mm mentioned, is being filed under a separate manufacturer report number. The device is not returning. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.